Manufacturer narrative:
Per software investigation, site was not following imaging protocol and was using non-axial scans. As of december 2010, non-axial scans are now supported under software version 2.1.5.

Event description:
Site reported images transfer over the network flipped left/right, intermittently depending on how the patient was scanned when importing to the treon system. The site prefers to use sagittal scans based on scan time and quality and understand they are not meeting the imaging protocol. This event did not occur during surgery and no patient was present.